Event description:
The lay user / pt contacted lifescan (lfs) on march 19, 2007 alleging low readings on her one touch ultra meter. On an unspecified day approx two months earlier, the pt tested her blood glucose and obtained a 126 mg/dl. At the time of testing, the pt felt dizzy. She did not eat or drink anything after testing on her meter. She contacted the paramedics and between 10-30 minutes later, ems arrived and tested the pt using their meter and obtained a 55 mg/dl. She did not receive any medical treatment. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The meter had been miscoded. When a meter is miscode, it can lead to possible low blood glucose readings. A quality control test was done and the test strips passed using the control solution. Customer care advocate (cca) sent the pt a replacement meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, and how long she was exhibiting symptoms. Mg/dl, while having symptoms she correlates with being hypoglycemic. The pt further claims paramedics later treated her for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.